Event description:
It was reported that multiple pump motor stalls had occurred. In 2008, the pump stalled and did not recover until about 10 days later; a "stopped pump period may exceed tube set" message was recorded in the logs. It is unk if a magnetic field was involved. The pt experienced return of symptoms. The pump was used to deliver morphine, concentration and dosage not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.